Manufacturer narrative:
Product analysis found that visually, there was no damage in the construction of the device seen by the unaided eye. However, there was tape wrapped around portions of the inflation tube on the proximal end of the device and there was a reddish-brown residue on the outside diameter of the valve. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the entire device in water and bubbles (leakage) was observed where the tape was covering portions of the inflation tube. Under magnification, a small cut in the inflation tube was observed removing the tape. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively after the endotracheal intubation, when inflating the cuff, it was found that the cuff was ruptured. During use, it came into contact with sharp objects, and the inflation volume did not exceed 5ml. The procedure was extended by 10 minutes and was completed with backup products. There was no patient impact.

Event description:
Additional information received stated that the cuff and tube was checked prior to use and it was functioning fine. The cuff was inflated with air.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.